Event description:
It was reported that device sterility was compromised. The permanent sled sterile bag, a system accessory which was part of an ilab ultrasound imaging system, was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation, when opening the sled bag, the physician observed that the sticker was not intact and concerned about the sterility when covering the mdu. The procedure was completed using alternate device. There was no patient complications reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that device sterility was compromised. The permanent sled sterile bag, a system accessory which was part of an ilab ultrasound imaging system, was selected for use in the ultrasound examination. During preparation, when opening the sled bag, the physician observed that the sticker was not intact and concerned about the sterility when covering the mdu. The procedure was completed using alternate method. There was no patient complications reported.